Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 150-180 mg/dl .

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.